Event description:
Device #2 malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the iliac and superficial femoral arteries, the fox plus 9.0x40 balloon ruptured at 12 atmospheres. A fox plus 7.0x20 balloon was then used but this also ruptured during inflation at 10 atmospheres. Both ruptured balloons were completely removed from the body without difficulty and lesion dilatation was successfully performed using a fox sv balloon. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded; therefore, a conclusive root cause could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint. The fox plus 9.0x40 pta catheter (lot 506432) is being filed under MFR# 9710478-2008-00145.